Event description:
It has been reported to philips that the monitor does not turn on. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in neurovascular procedure when the issue occurred, and the procedure was completed as planned by restarting the device. The philips remote service engineer (rse) inspected the system remotely and confirmed that the flexvision monitor was showing only half of the image. Analysis of the system log file did not show any related issues. During troubleshooting, the rse found an issue with the dual link dvi transmitter cable. The dual link dvi transmitter cable at flexvision pc was reseated which resolved the issue temporarily. The dual link dvi transmitter on the flexvision pc side was replaced. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.